Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through review of the event history logs. The cause was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013, at 21:56:29. During night drain cycle three, the patient's ultrafiltration reading was 1239ml, indicating the patient drained 1239ml more than their maximum programmed fill volume of 2000ml. No additional information is available.